Event description:
On (B)(6) 2012, the patient was to be implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, it was reported the deployment line was broken at its point of origin. The physician was unable to fully deploy the ipsilateral limb. He removed the delivery catheter, and ballooned the device. He then implanted a balloon expandable tent into the ipsilateral limb to preserve the patency of the device. The procedure was completed without further complication. The patient tolerated the procedure. The delivery catheter has been returned to gore for evaluation.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Method: an engineering evaluation is currently in progress.